Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 reusable, a moving white spot would appear on the screen whenever the blade was manipulated. The customer stated that the white spot covered up the vocal cords impairing the image. A delay in the procedure of less than two (2) minutes occurred while another video laryngoscope blade was obtained. No harm to the patient or user was reported.